Manufacturer narrative:
Response to FDA 483 homedics inspection 12/2006.

Event description:
Consumer stated the unit began to send out a surge of electricity and heat. Began to feel a burning sensation. No bodily injuries reported or medical attention required.